Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found other complaint on the lot number 10203582 on the same defect. According to the elements known quality database was checked and revealed no anomaly in relation to the describe defect. A rmf evaluation was performed based on criq 247 - risks identified 11513, 11514, 11515, 11516 (hazardous situation: catheter does not drain). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. B3: date is unknown.

Event description:
According to the available information, bladder catheter was inserted into a closed system by the surgeon, the bladder could not be emptied despite the bag being in a downward position. To empty the bladder before laparoscopy, the bag must be disconnected. Despite this, difficulty emptying it properly.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found other complaints regarding the lot number. This product was made at our manufacturing plant in hungary which was informed about this issue. This lot is part of a foreign field safety notice initiated in august 2025. The investigation showed that the bitubes inside the handle were collapsed. This collapsing doesn't allow suction or irrigation, so the elefant is non-functional. A corrective and preventive action was opened in august 2025 to manage this issue. The root cause has been identified: the ring protector around the handle was not correctly placed on the elefant buttons, and the actions are ongoing. A clinical assessment was performed and concludes: the malfunction of the elefant suction¿irrigation device, caused by a misplaced handle protection cap, results in a complete loss of suction and irrigation functionality. As stated in the instructions for use, the device must be tested before use, which allows early identification of the issue and prevents patient contact. In most cases, the clinical impact is limited to a prolonged procedure and device replacement, corresponding to a severity level 2 risk. However, given that the entire lot appears to be affected, it cannot be ruled out that a replacement device will be available in the unit, which may result in procedure rescheduling, increasing the clinical impact to severity level 3. No sterility concerns are identified, as the device tip remains properly sterilized and isolated from internal fluid pathways. B3: date is unknown.

Event description:
According to the available information, bladder catheter was inserted into a closed system by the surgeon, the bladder could not be emptied despite the bag being in a downward position. To empty the bladder before laparoscopy, the bag must be disconnected. Despite this, difficulty emptying it properly.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found other complaint on the lot number 10203582. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information, bladder catheter was inserted into a closed system by the surgeon, the bladder could not be emptied despite the bag being in a downward position. To empty the bladder before laparoscopy, the bag must be disconnected. Despite this, difficulty emptying it properly.